Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745bp (serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) met with the representative (rep) today because they hadn't been able to charge the implanted neurostimulator in two months and it was killing them. Patient stated that the controller was not holding a charge. Patient said that they charged the controller all day yesterday for the appointment today, however when the representative hooked the controller up today, the light blinked green but then the controller showed that there was no charge in the controller. Pt said that when the rep hooked up the pt's equipment today to connect with the ins, they got a burning sensation in their back. Pt said that before when they were using their equipment to connect to the ins, they got a shock and a burning sensation and that the controller then showed that the battery was dead. Agent asked the pt if the shock/burning sensation was coming from the recharger; pt said that they didn't believe that the recharger was causing the issue as it felt like the burning was inside at the top of the stimulator. Pt said that they thought maybe there was a short or something but it was a burning sensation. Pt said that the rep put their shirt in between the recharger and their skin, however that's when the controller showed that the battery was dead. Pt said that the rep thought that the issue was with the lithium battery pack. When asked for the event date, pt said that it had been about two and a half months. Pt said that they had just met with the rep at their pain management hcp's appt, however the rep was first notified of the reported issue maybe two weeks ago. Pt mentioned during the call that their pain level was through the roof without the ins.